Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of chest pain. A "trace" right atrial (ra) pericardial effusion was discovered. The ra lead was repositioned. The patient still complained of chest pain and the right ventricular (rv) lead was repositioned. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.